Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was slightly elevated (211 mg/dl); however, customer stated blood glucose level was also elevated due to having a cold. Reportedly, customer was prefilling the cartridge. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
Per tandem's user guide, "do not fill the cartridge until prompted by instructions on the pump screen." No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.